Manufacturer narrative:
The correct catalog number is 14324_97. The correct lot number is 18816101. The correct expiration date is 06/30/2017. (B)(4).

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100nx cycle. The customer stated the media a turned "blue green" color. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp has decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, retains analysis and functional analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from 07/06/2016 to 10/06/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. Twenty-four(24) unused RMA samples were submitted for functional analysis. The test was invalidated by a cycle cancellation due to "vacuum not low enough for injection". The samples could not be processed and the determination for growth could not be performed. No results to report. It is unlikely that the complaint issue was caused by a manufacturing issue in the cyclesure® product since the retains product met functional specification, DHR review found no anomalies that would contribute to the complaint issue, and lot trending was not exceeded. However, the customer was unresponsive to multiple attempts to obtain information additionally, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. Therefore, there is insufficient information to determine an assignable cause. Should additional information be received at a later date, the complaint will be re-opened and re-evaluated. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
Device available for evaluation?: correction from no to yes. Device evaluated by MFR?: correction from not returned to yes. Thirty bis, lot 18816101 were returned. In a shelf pack box: twenty-four(24) new, unused bis with red ci discs, caps not pressed down, and intact purple media ampoules in uncrushed plastic vials. Also in the shelf pack box 1 unused bi with light pink color ci disc and ¿sterile¿ sticker around the bi cap, cap not pressed down, and intact purple media ampoule in an uncrushed vial. One (1) bi in a tyvek pouch with orange-yellow ink bar, p/n12320, with a ci strip with red ink bar: the bi has a red ci disc, ¿sterile¿ sticker around bi cap which is not pressed down, and intact purple media ampoule in an uncrushed vial. Grouped together in a sealed pouch: four (4) used bis with yellow ci discs, caps pressed down, no media remains in the vials. Three (3) of the four vials have multiple crush marks per vial; the fourth vial does not have crush marks. Each of the bi has a ¿sterile¿ sticker around the bi cap. The suspected positive bis are not confirmed.